Event description:
Pt with history of gastric bypass in 2001 underwent egd for gastrointestinal bleeding. An endoscopic loop cutter was used to attempt to cut the sutures from the prior surgery, however, the loop cutter failed to release from a suture. Another endoscope was passed and cold forceps were used to cut the suture in order to remove the loop cutter. The loop cutter was successfully removed and the procedure was completed. There were no complications or harm to the pt.